Event description:
The device reported a service message, while connected to a patient simulator. There was no patient involvement.

Manufacturer narrative:
The electronic history record from the actual device involved in the incident was evaluated. Coordination efforts have been implemented for the return of the equipment. Result: the record indicates that while connected to a patient simulator during maintenance, the device cancelled a shock, analyzed, charged and cancelled a second shock. Evaluation of the electronic history record determined an error handling fault during charging.